Event description:
It was reported that the programmer had a cracked screen. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer had a cracked overlay screen. Analysis also found the ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly is loose. Left and right keyboard hinges are broken, stylus is pulling apart (damaged), upper hinge plate is broken, and the display rear cover insert is damaged. Concomitant product: 229047 analyzer. (B)(4).